Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Vitros tropi es reagent performance did not likely contribute to the event, but could not be ruled out as a contributing factor based on historical tropi es quality control data. Imprecision with the low level control was noted, but not to the same magnitude as the higher than expected patient result. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as it could not be determined if the customer is following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 2.7 ng/ml vs. <0.012 ng/ml (<url). A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory however, tropi es testing was repeated and a corrected report was issued. Ocd has not been made aware of any allegation of patient harm as a result of this event. (B)(4).